Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: a complaint investigation was performed based on the event description and the assigned malfunction code no malfunction based on complaint information. Additional information was requested to support the investigation; however, a lot number or any product specific information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. Because the complainant did not identify a specific product or product family, no review of manufacturing or release controls could be conducted for this complaint. Corrective and preventive action (CAPA) determination based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint investigation - conclusion: based on the limited information available, the investigation was completed, and no product malfunction was alleged or identified. The complaint could not be confirmed due to insufficient information, and the record is being closed based on the event description and the information provided in the complaint. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4) event occurred in australia. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia and diabetic ketoacidosis (dka) event. Blood glucose level was 22 mmol/l at the time of the event. Patient got treated with intravenous (IV) glucose insulin. The duration of hospitalization was for two days. Patient was found positive for large ketones level. Ketones level was 4.5 mg/dl at the time of the event. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: australia. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.